Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant and explant date unknown. Device remains implanted.

Event description:
It was reported that an impression coping and an abutment could not be seated onto an unknown zimmer implant due to threading damage. A thread tap was requested. The patient is inherited and the implant reference is unknown. Tooth location 15. Tooth location 15.